Manufacturer narrative:
H.6. Investigation summary: received a 22ga iag unit within an open package from lot number 8352650. All components were present. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: observed there were specks of black material on the grip of the unit received. The specks were confirmed to be embedded into the plastic material of the grip. Conclusion(s): manufacturing (molding) - burnt particulate resin (non-foreign) was a result of the molding process of the needle cover. The burnt resin material is cosmetic and does not affect function of the product. H3 other text : see section h.10.

Event description:
It was reported that foreign matter was found before use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter. "Some black fms were in the barrel."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "some black fms were in the barrel."